Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraine"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), premature menopause ("premature ovarian failure/premature menopause"), fatigue ("chronic fatigue"), alopecia ("hair loss"), asthenia ("general weakness"), gout ("gout"), amnesia ("memory loss,"), disturbance in attention ("trouble concentrating,"), arthralgia ("joint pain"), hypoaesthesia ("numbness in arms"), tachycardia ("tachycardia"), visual impairment ("vision disturbances with migraines"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (single site robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, migraine, urinary tract disorder, dyspareunia, premature menopause, fatigue, weight increased, asthenia, gout, amnesia, disturbance in attention, arthralgia, hypoaesthesia, tachycardia, visual impairment, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, autoimmune disorder, disturbance in attention, dyspareunia, fatigue, genital haemorrhage, gout, hypoaesthesia, menstrual disorder, migraine, pelvic pain, premature menopause, tachycardia, urinary tract disorder, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraine"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), premature menopause ("premature ovarian failure/premature menopause"), fatigue ("chronic fatigue"), alopecia ("hair loss"), asthenia ("general weakness"), gout ("gout"), amnesia ("memory loss,"), disturbance in attention ("trouble concentrating,"), arthralgia ("joint pain"), hypoaesthesia ("numbness in arms"), tachycardia ("tachycardia"), visual impairment ("vision disturbances with migraines"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (single site robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, migraine, urinary tract disorder, dyspareunia, premature menopause, fatigue, weight increased, asthenia, gout, amnesia, disturbance in attention, arthralgia, hypoaesthesia, tachycardia, visual impairment, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, autoimmune disorder, disturbance in attention, dyspareunia, fatigue, genital haemorrhage, gout, hypoaesthesia, menstrual disorder, migraine, pelvic pain, premature menopause, tachycardia, urinary tract disorder, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, removal details added. Removal surgery added for event pelvic pain. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.